Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735821. The camera has been returned for analysis, but analysis is not completed. B21, c21, d16 are applicable. A medtronic representative went to the site to test the equipment. Testing revealed that the camera had a broken amber light showing, and would not work. The manufacturer representative replaced the camera. The navigation system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. Multiple fdd/annex a codes were reported. A05 was coded for the camera having an amber light. A1102 was coded for the localizer faulted message and bumps status and internal temperature exceeded messages. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while prepping for a case this morning, the system was displaying a localizer faulted message in the software and that the camera had an amber light illuminated on the front. Technical services (ts) had the manufacturer representative log into the network device interface (ndi) tool box, and bump status and internal temperature exceeded indicated. The most likely / suspected cause of the issue was the navigation system camera. There was no patient involvement.

Manufacturer narrative:
H3, h6: product 9735821r, lot number: p900900 was received by the manufacturer for analysis. The returned psu has scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2018 and intermittent illuminator current low dating back to (B)(6) 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .465mm with a passing threshold of .250mm. C08 is applicable. Previously reported codes b01 and d02 are also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.